Event description:
We received an allegation of a display issue with a coaguchek xs meter. The reporter stated that as the meter is powered on, the display screen stays on the meter but all of the three 8s are zeroes. The on/off button was noted to be clean but the display screen does not blank out when the on/off button is pressed to turn off the meter.

Manufacturer narrative:
The meter was requested for investigation. Occupation is patient/consumer.

Manufacturer narrative:
The meter was returned for investigation. The circuit board was tested for damage or contamination. The battery contacts and the circuit board are heavily contaminated and corroded by liquid. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.